Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was running high at 413 mg/dl. Customer took 8 units with the pump and felt nauseous due to the high blood glucose. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings were reviewed and found to be correct. Customer had a low reservoir alarm in the alarm history. Customer stated that he does not have a tubing clamp. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting. Customer was advised to do a complete set change.